Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary testing revealed no output and no telemetry, confirming the reported field experience. Further analysis established the loss of output and telemetry was due to premature battery depletion caused by high current drain. The cause of the high current drain was a leaky capacitor. No telemetry and no output were reported. There were no green lights on the rf head; except an occassional flicker. Different programmers and a donut magnet were attempted, with no response. The patient had radiation therapy, and it was believed this may have damaged the device, although the dates of radiation were unknown. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure. Capacitor device was out of specification in a manner that relates to event interrogate, difficult to output, none.

Event description:
No telemetry and no output were reported. There were no green lights on the rf head; except an occassional flicker. Different programmers and a donut magnet were attempted, with no response. The patient had radiation therapy and it was believed this may have damaged the device, although the dates of radiation were unknown. No patient complications have been reported as a result of this event.

Event description:
No telemetry and no output were reported. There were no green lights on the rf head; except an occassional flicker. Different programmers and a donut magnet were attempted, with no response. The patient had radiation therapy, and it was believed this may have damaged the device, although the dates of radiation were unknown. No patient complications have been reported as a result of this event.